Event description:
It was reported that cartridge change errors occurred with multiple cartridges during the load sequence. Reportedly, the customer was unable to successfully load a cartridge on the pump and as a result the customer went to the emergency room with a blood glucose level of 560 mg/dl and moderate ketones. Customer was treated with intravenous fluids of saline and insulin and was discharged from the emergency room on (B)(6) 2025 with no permanent damage and the issue resolved. Customer reverted to an alternate form of insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.